Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 06feb2013. The current revision of the heartmate ii lvas instructions for use (IFU), rev. C, lists adverse events that may be associated with the use of the heartmate ii left ventricular assist system, including death. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed

Event description:
It was reported that the patient passed away on (B)(6) 2021 due to cardiac arrest. The patient was light headed at home and called emergency medical services. Emergency medical services reported cardiac arrest at the scene. Resuscitation efforts were made and were unsuccessful. It was reported that the patient's outcome was not device related and that the device operated as intended. There were no reported device issues or malfunctions that could have caused or contributed to the patient's cause of death.